Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 75% stenosed target lesion was located in the moderately tortuous right coronary artery. A 3.5x24mm veriflex monorail stent delivery system was advanced, but was unable to cross the lesion after several attempts. The device was removed and examined, and it was noted that the stent was damaged. The procedure was completed with a different device with no patient complications. The patient condition post procedure was good.